Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient no longer used the ins because they ¿blew it out¿ when they adjusted the level of stimulation one time, ¿it popped¿ and then stopped working. It was noted the patient turned stimulation up too high. The device did not work anymore and was just sitting there in the patient. The patient had a fall on tile floors and cracked their back. Because of the fall, the patient¿s healthcare provider (hcp) put the patient on a pacemaker because the hcp didn¿t think the fall was due to their back, but because their heart failed. The patient now had low back pain at the spot where the implant was, on the edge, nerve pain down their leg, no strength in their legs, and no strength to walk. The patient had been in this pain since the fall. It was noted the patient¿s chiropractor believed the ins could be the cause of the problem. It was also noted that the patient could not remember anything because they had alzheimer¿s. The patient was redirected to their hcp to have the device checked and to discuss the possibility of removing the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.